Event description:
It was reported that the shaver left some particles inside the patient. No patient information available at this time. Follow-up investigation: the facility said that the surgeon tried to retrieve the shavings but could not retrieve all of them.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation revealed metal gouging found between the inner cutting window and the outer cutting window. Typically the cause of this type of event is when the end user applied excessive bending/leveraging force on the device during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.